Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed. Customer stated that it takes 2-3 button presses on 2 button to get pump to proceed to the home screen. Troubleshooting with tandem technical support was performed. Customer stated that blood glucose (bg) levels were not affected. Reportedly, the customer would continue use of the current pump for therapy.